Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the interface (umbilical) cable was replaced on the imaging system. The imaging system then passed the system checkout and was found to be fully functional. The interface (umbilical) cable has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion, the displayed that the system was in standalone mode following the second image acquisition of the procedure. It was noted that the interface (umbilical) cable was connected. The surgeon then opted to discontinue with the procedure after 8 of the 16 intended screws had been placed. It was reported that the second procedure has since been completed without issue. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional information was provided.